Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported false alarms occurred and undefined "battery issues." Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.